Event description:
Patient has a history of respiratory illnesses. Patient was cooking in her kitchen & became exhausted. She took two puffs of her inhaler and continued cooking. There was little relief so she advanced treatment by inhaling twice on her pep (positive expiratory pressure) system called the portex acapella. A few minutes after she started to experience stroke-like symptoms (tingling, numbness, inability to control limb movement) and palpitations. She was rushed to the hospital where she stayed over night. Amongst her diagnosis at discharge was atrial fibrillation. She's never had cardiac issues before this incident. Months later, the atrial fibrillation is still there.